Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on the pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Puritan bennett was not authorized to repair the unit. The hospital biomed was unable to duplicate the alleged complaint. As per hospital biomed, the ventilator tested according to their specs. See scanned pages.